Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ sever pain"), genital haemorrhage ("hemorrhaging"), abdominal adhesions ("small bowel obstruction with adhesions"), intestinal obstruction ("small bowel obstruction with adhesions") and abdominal abscess ("intra-abdominal abscess") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), abdominal adhesions (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), abdominal abscess (seriousness criterion medically significant), infection ("infection"), ovarian cyst ("right-side ovarian cysts") and anaemia ("anemia"). The patient was hospitalized sometime in (B)(6) 2011 and then on (B)(6) 2014. The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery (laparotomy) and surgery (laparotomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal adhesions, intestinal obstruction, abdominal abscess, infection, ovarian cyst and anaemia outcome was unknown. The reporter considered abdominal abscess, abdominal adhesions, anaemia, genital haemorrhage, infection, intestinal obstruction, ovarian cyst and pelvic pain to be related to essure. The reporter commented: notes from that surgical procedure provide that "most likely adhesions were caused by a hysterectomy". Since her removal surgery, almost all of her symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.